Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error after performing self test. The customer was able to passed the displacement verification test and cannula 5 unit fill test. The customer experienced high blood glucose. The customer¿s high blood glucose was 27.8 mmol/l. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer believe the insulin pump was under delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 4 and pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly.